Event description:
A report was received that stated the pump alarmed "clutch stuck". However, investigation results observed a check clutch/ plunger alarm. No pt injury or adverse event was reported.

Manufacturer narrative:
Device eval: the suspect device was received for eval. Functional testing of the returned device confirmed check clutch/ plunger alarms. Visual inspection of the internal components found the carriage washer was loose; therefore, the carriage washer was adjusted to the correct position. Following repair, the device passed all function and delivery testing.